Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed power error detected and that the customer experienced a high blood glucose of around 420 mg/dl. Power error detected troubleshooting was performed. It was reported to be the first call by the customer for a power error and the they were given instructions on how to resolve the issue after the call. They were advised to monitor and call back if the issue persisted. Troubleshooting for high blood glucose was performed. Treatment was the insulin pump and shots. No air bubbles or leaks were found. Programming was accurate and high pressure test was passed. It was indicated that the customer was advised to change entire set, reservoir, and insulin and to treat per healthcare professional's instructions. The insulin pump will not return for analysis.